Event description:
It was reported the left sided vocal cord paralysis had resolved. No additional relevant information has been received to date.

Event description:
Clinical patient is experiencing left vocal cord paralysis post implant surgery. The vcp was noted to have a causal relationship to implant surgery and a probable relationship to vns stimulation. The device treatment was modified. No additional relevant information has been received to date.